Manufacturer narrative:
The user experienced hypoglycemia resulting in a motor vehicle accident while using the ilet. This situation can result in serious injury and emergency medical evaluation and is consistent with the reported ems response and on-scene treatment with juice. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed low glucose alerts in the hours preceding the reported event date, including urgent low glucose alerts during the early morning of 10-mar-2026. The user reported having no symptoms before the accident and did not recognize the low glucose until it was too late. Based on available information, the cause of the hypoglycemic event remains unclear, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 12-mar-2026 it was reported that on 10-mar-2026 the user experienced a hypoglycemic event with blood glucose reported in the 50 mg/dl range, resulting in a motor vehicle accident. The user was treated with oral glucose, and emergency medical services responded but did not transport the user to a healthcare facility. The user recovered and ilet therapy was resumed.